Event description:
It was alleged that a patient's precice nail would not lengthen; however, it was reported that upon testing the nail after explantation, the device was fully functional. The patient may have been contraindicated for the nail. The patient was revised with a new precice nail, without incident.